Event description:
It was reported to baxter (B)(4) that a colleague infusion pump experienced a malfunction with a broken screen. This event had the potential to interrupt delivery. This event was reported to have occurred before use. There was no report of patient injury, medical intervention, or adverse reaction in association with this event. No additional information is available. This involved a colleague p1.5 infusion pump with user interface module master software version 5.08.92.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a broken screen was confirmed during product evaluation. The root cause of this condition was assigned to faulty main display. The main display was replaced to correct this condition. A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is same as or similar to product distributed within the u.s. Should additional information be received, a follow-up medwatch will be submitted.